Event description:
International affiliate reports the driver tip is broken. It is not known when or where tip breakage occurred.

Manufacturer narrative:
Depuy synthese spine has requested return of the driver for evaluation. A follow up report will be filed upon receipt of the instrument and completion of the evaluation.

Manufacturer narrative:
(B)(4). Visual inspection of the returned driver found the distal tip of the device sheared off at the intersection of the barrel pins. Review of the device history record found no discrepancies. The device has been in the field for approximately 2 years. A complaint trend analysis found no observed trends for this product code or lot code. Although the root cause cannot be positively determined, the age of the device suggests that the tip breakage occurred from normal wear and tear. At this time, the complaint is considered to be closed.